Event description:
The sales rep reported that the customer found black pieces in the cortoss cement after filling the side port syringes with cortoss. The sales rep reported that the customer concludes that the black pieces came from the syringes¿ ¿rubber stamp¿.